Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and another error during prime rewind process. The blood glucose reading was 231 mg/dl. The customer stated that insulin was squirting out during the manual prime process. She confirmed that the device had not been dropped nor bumped prior to the alarm occurring. The insulin pump had a drive support cap that stuck out. Advised replacement of the insulin pump. Nothing further reported.